Manufacturer narrative:
H10: of the 3 devices, 3 lot numbers were provided, and lot history reviews were performed. Of the 3 reported malfunctions, 3 devices were returned for evaluation. Dimensional evaluations were performed. The investigation is unconfirmed for incorrect component, as the device was within the limits set by the drawing corresponding to the part in question. No root cause could be identified

Event description:
This report summarizes three malfunction events. A review of the events indicated that model 0600580 hickman 9.0fr d/l ped experienced a missing component. These reports were received from various sources. Neither event involved patients.

Event description:
This report summarizes two malfunction events. A review of the events indicated that model 0600580 hickman 9.0 fr d/l ped experienced a missing component. These reports were received from various sources. Neither event involved patients. The 0600580 hickman 9.0 fr d/l ped were returned to the manufacturer for evaluation and are pending investigation.